Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, kinked PICC at approximately the 4cm mark. Catheter placed (B)(6) 2024. Total catheter length is 43cm with 1cm exit site markings. Statlock used to stabilize device. Dwell time: 31 days. Intervention: pulled back. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was inconclusive due to the sample condition. A single radiographic image of the patient¿s right arm antecubital fossa was returned for evaluation. A catheter, consistent with the implicated 5fr triple-lumen powerpicc hf, was seen in the image. The image was taken at an angle that made the tubing overlap at the catheter insertion site; therefore, the image angle prevented diagnosis of a definitive kink. It could not be determined with certainty if a kink was present or not. This complaint will be recorded for future trending and monitoring purposes.